Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the patient developed an infection after a medial patella femoral tendon with allograft procedure on (B)(6) 2020. During the (B)(6) 2020 procedure the following arthrex product was implanted: ar-1360c-cp (lot 10435919). In addition, a jrf versagraft (vrg-oo1) was used. The patient developed an infection and on (B)(6) 2020 the surgeon went back in and removed the implant and graft. Surgeon then cleaned and drained the wound. Cultures were taken at the time of second surgery and no new products were implanted. Patient we continue to be observed during the healing process to insure the wound heals and remains free of infection. The culture results were positive for (B)(6).